Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient experienced syncope and received shock therapy from this device. Boston scientific technical services (ts) was contacted for a request to review remote monitoring data. Boston scientific technical services (ts) noted no recorded episodes near the time of the syncopal event and no out-of-range measurements. Ts did note that a shock was delivered a few days before the syncopal event. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received from an emergency room nurse indicates that the patient presented to emergency room (ER) with syncope, dyspnea and chest pain. Eight beats of ventricular tachycardia (vt) was noted in the ER. The patient was hospitalized for several days thereafter. Information regarding the reason for hospitalization and the resolution was unavailable. This device remains in service. No additional adverse patient effects were reported.